Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd vacutainer blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that there were erroneous results. Unexpected and/or unexplained clinical or qc results? Yes. Inconsistent results between different assays or instruments with samples ? No. Results that are not consistent with the patient¿s clinical condition? Yes. Inconsistent results between samples collected with different types of bd blood collection tubes ? No. Inconsistent results with bd blood collection tubes compared to other tube types ? No.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that there were erroneous results. Unexpected and/or unexplained clinical or qc results: yes. Inconsistent results between different assays or instruments with samples: no. Results that are not consistent with the patient¿s clinical condition: yes. Inconsistent results between samples collected with different types of bd blood collection tubes: no. Inconsistent results with bd blood collection tubes compared to other tube types: no.